Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device shows blown fuses and a short circuit. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the incoming goods inspection, it was found that the mains fuses had blown. This was caused by the defective power supply unit. Therefore, the light source could not be restarted after the failure during the procedure. The root cause of the device failure could be traced back to a defective power supply unit, which caused a component fault and thus impaired the functionality of the entire system. The event is filed under internal karl storz complaint ID: (B)(4).